Manufacturer narrative:
Different part number was returned from that originally reported. Returned part was incomplete, but fracture was confirmed. User explained that the part broke during patient transfer off the table. The patient did not fall with the broken part, and there were no injuries

Event description:
Initially reported we went to tilt the table and the chest wing broke and fell off the table with the patient on it.

Event description:
Reported we went to tilt the table and the chest wing broke and fell off the table with the patient on it.